Event description:
Operating room rn brought open package of sterile gloves that scrub tech was intending to put on to prep or table. Scrub tech immediately noted hair within glove packaging. Tech did not don gloves. Patient was not in room. Compromised gloves were removed from room. New gloves were opened and supplies and instruments were opened appropriately.